Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed that malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction returned, which customer understood and acknowledged.